Manufacturer narrative:
Analysis of the returned catheter revealed user related difficult with the sc connector which resulted in the explant of the sc connector.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2016-03-31 the representative further clarified that the pump was implanted earlier than the previously reported estimated implant date of (B)(6) 2016. The true implant date was not provided although reported as approaching 81 months earlier. However, the pump was being changed due to eri. It was believed that eri was still approaching. There were no allegations towards the pump itself and the patient experience no symptoms prior to the eri replacement. The implant date of the new pump was correct of (B)(6) 2016. The indication for use was spasticity.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # unknown, partially explanted: (B)(6) 2016, product type catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in the united kingdom who was receiving compounded baclofen 2000mcg/ml at a dose of 165 mcg/day and lot number vp01210715 via an implantable pump. The patient¿s concomitant medications were not obtainable and the patient¿s medical history was reported as unknown at the time of the report. The indication for use was not provided. The pump implant date of (B)(6) 2016 was reported as approximate, however, please note below the reason for explant. It was reported that the ¿8637-20 pump planted due to eric.¿ this was clarified as the pump, (B)(4), need to be replaced due to eri. Originally the pump was connected to a 8731sc catheter . The pump connector would not disconnect from the pump and the white rubber kept pulling back. The black dots were squeezed and pump segment would not release from the pump. Troubleshooting included attempted disconnecting multiple times by two surgeons. The pump section was revised with a new 8731sc to revise the pump segment to add an additional piece of length to pump segment. The serial number of the catheter was not available at the time of the report. There were no patient symptoms reported at this time. At the time of the event, the patient¿s status was reported as alive-no injury and the issue was resolved. The patient was now fine with the pump section revised and the new pump connected. The products were expected to be returned. The impacted 8731sc catheter serial was requested but still not available. Additional information has been requested regarding clarification of implant dates, patient symptoms, indications for use. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.